Event description:
A fuse colonoscope was returned to the MFR's repair facility with a customer report of ctr image loss. The MFR's investigation has been unable to determine whether the issue was detected during normal pre-checks, or if occurred during an endoscopy. There has been no report of any consequence for a patient.

Manufacturer narrative:
The investigation identified a damaged center camera in the distal tip.